Event description:
As reported, during use in patient of this volume view sensor, an unknown quantity of medication (methylene blue) leaked from the manifold. No action required due to medication loss. There was no allegation of patient injury.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Added information section h6 (type of investigation). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. No product was returned for evaluation; it was discarded at the hospital. Nevertheless, images were provided for investigation. The report of leakage was confirmed, however without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Images showed thermistor probe housing and swababble luer site of volumeview manifold. Leakage appeared to occur around temperature probe housing. There are manufacturing controls to avoid potential causes related to the reported malfunction.